Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with grade 3. The first clip delivery system (cds) was advanced to the tricuspid valve, and placed. After the clip was deployed, the clip detached from the septal leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). An additional clip was advanced to treat the slda, but tr could not be reduced; therefore, the clip was not implanted. There was no issue with the second clip. After the procedure, mr remained at 3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All information was investigated and the reported slda is the result of patient morphology/pathology. The reported tr was due to slda. The patient effect of tricuspid regurgitation (tr) is listed in the triclip instructions for use (IFU). The additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.the triclip is not approved in the us h6. Patient code 1964 removed and 2112 added.

Event description:
Subsequent to the initial report filing, it was noted that an emdr report should not have been filed as the triclip is not approved in the us. Additionally, there was imaging difficulties during the procedure due to the anatomy. No additional information was provided.